Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ja11sb main drawer 2.1 cubie pocket d5 was stuck and would not release. Initially, the drawer showed a failure, which was subsequently recovered; however, the cubie pocket continued to fail to eject. The customer rebooted the station, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie pocket was failed. A field service engineer identified pocket d5 in drawer 2.1 was not being recognized by the software. Ejected pocket using hardware test application then reinserted pocket and verified proper lid operation. Reseated the row board cable at the controller to ensure stable detection. The system functioned as intended after the field service engineer repaired the device.